Manufacturer narrative:
Concomitant medical products: 3708240 neuro extension; 37702 pain stim ipg; 3998 pain stim lead implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead became dislodged. The doctor suspected that the patient's anatomy was the cause of the lead dislodgement, and decided to remove the lead and replace with it with a new one on the patient's right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted no tissue present on helix at time of analysis. If information is provided in the future, a supplemental report will be issued.